Manufacturer narrative:
Additional information d9, g3, g6, h2, h3, h6. One 8.5f swartz braided introducer sheath and was received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. A puncture was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model g407376) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
During an atrial fibrillation procedure, a blood leak was noted. The sheath was inserted into the left atrium and initially functioned without issue. After the advisor hd grid x catheter was inserted into the sheath, blood leakage from the hemostatic valve was noted near the end of the procedure. The procedure was completed without replacing the sheath, and there were no adverse consequences to the patient.